Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An intraocular lens (iol) reply card was received from a customer stating that during an iol implant procedure, the lens was folded in the loader and removed during the initial procedure which would indicate improper delivery. There was patient contact but no reported patient harm. Additional information has been requested.